Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was presented with pre-op diagnosis of lumbar stenosis and underwent spinal fusion at l3-5. During surgery, the tip of the driver(torx section) broke during final insertion of the screw. No fragments remained in the patient. No patient complications were reported as the result of the event.

Manufacturer narrative:
Visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.